Event description:
Follow-up information revealed the patient's infection has now resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an infection at the ipg incision site. The physician noted drainage/puss at the site and that the wound had opened. Consequently, the patient underwent surgical intervention wherein the scs system was removed.